Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30-25mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2023 using a 9f amplatzer talisman delivery sheath. It was noted that there was some resistance advancing the device through the delivery sheath. During implant the right atrial disc of the device took on a bulbous shape. The device was removed from the patient and returned to its original shape. Another attempt was made to implant the device. The device took on a bulbous shape again. The device was removed from the patient and replaced with a new 30mm amplatzer multi-fenestrated septal occluder - cribriform. There were no interactions with cardiac structures. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient.

Manufacturer narrative:
An event of difficulty advancing and device deforming during implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.